Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience pro everolimus eluting coronary stent system, instructions for use, as a known patient effect of the coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat a mildly tortuous and moderately calcified lesion in the mid left anterior descending (lad) artery. The 3.5x12 mm xience pro stent was deployed at 10 atmospheres; however, post stenting, a proximal edge dissection was noted. Another xience prime stent was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.